Event description:
This manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2014-00893 for the other associated device information. It was reported to boston scientific corporation that two flexiva tractip laser fibers were used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, within thirty seconds of using the laser fiber, the tip of the fiber broke. A second flexiva tractip laser fiber was used and the tip also broke off. No parts of the device were left inside the patient. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that there was no exposed glass tip remaining and burn marks were visible on the fiber tip. The pattern on the tip face was consistent with a fracture indicating that the tip or a portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal end of the device was bright, clear and scattered. Effective transmission measured 79.0%. The noted damages indicate difficulty was experienced during use of the laser and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2014-00893 for the other associated device information. It was reported to boston scientific corporation that two flexiva tractip laser fibers were used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, within thirty seconds of using the laser fiber, the tip of the fiber broke. A second flexiva tractip laser fiber was used and the tip also broke off. No parts of the device were left inside the patient. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine